Event description:
It was reported during stenting treatment procedure, stent damage occurred. An unspecified target lesion was being treated with a promus element plus drug eluting stent. Post stent placement the physician noted stent deformation. The procedure was completed with this device. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).